Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred shortly after an airline flight. The customer's blood glucose level was 407 mg/dl. The customer administered an injection via insulin pen. The customer was unable to clear the alarm. Reportedly, the customer has insulin pens available as alternate insulin therapy.